Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, and due to correction. Updated fields: d8, d9, h2, h3, h6, h11 corrected fields: e1 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in igniter, the ignition board was defective, emergency lamp appeared, poor contact of scope socket, the scope could not be attached, the connection socket did not recognize light guide. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: due to disconnection in igniter and a defective ignition board, error code e103 ignition error was displayed. In regard to the newly identified malfunctions, due to poor contact of scope socket, the scope could not be attached. As for the other identified malfunctions, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source experienced error e103. This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.